Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving a replace battery alert/ replace battery now alarm. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed and the customer confirmed the battery cap was not loose, cracked or damaged. This was the second occurrence of receiving an alarm in less than 8 hours after a low battery warning. The customer will discontinue the use of the pump and revert to a backup plan per the healthcare professional's instructions. No harm requiring medical intervention was reported. Mmt-1715kl was requested and customer's response was the device will be returned.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alarms were found on 10/30/2024 07:28:00, 08/04/2024 21:20:00 and 06/19/2024 03:16:00 found in the history files or traces, failed batt test alarmed on 02/03/2025 12:10:49, 02/03/2025 12:10:46 and 2/03/2025 12:08:58. Battery cycle 38.0 received the lowbatteryalert (104) on 10/30/2024 07:28:00 after more than 7 days at 42.16 days. Battery cycle 34.0 received the lowbatteryalert (104) on 08/04/2024 21:20:00 after more than 7 days at 46.72 days. Battery cycle 33.0 received the lowbatteryalert (104) on 06/19/2024 03:16:00 after more than 7 days at 45.66 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, battery tube threads - cracked, cracked case (battery tube) and cracked case. Customer did not experience an unexpected power loss of less than 7 days per the pump history. Unexpected battery power loss was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.